Event description:
Ous MDR. After an implant period of approximately 28 months, oversensing was reported. The lead was explanted, but not yet returned for analysis.

Manufacturer narrative:
8/21/17 - received a device evaluation. Until today the ICD was not returned for analysis. The analysis is thus based on the inspection of the received lead as well as on the data you provided. The available data confirmed the clinical observation. Based on the data, there is no indication of an ICD malfunction. However, the available iegms indicate that a damage of the lead might be the root cause of the clinical observation, which is consistent with the results of the lead analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual inspection revealed multiple signs of wear along the lead body. In particular in the distal area near the shock coil the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the is-1 connector was damaged most likely due to tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the clinical observation resulted from a damaged lead insulation. The analysis of the lead did not reveal any sign of a material or manufacturing problem. Based on the information available for analysis there is no indication of an ICD malfunction.